Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. It should be noted that the mitraclip g4 instructions for use (IFU) states to ¿use echocardiographic imaging to verify valve function, satisfactory coaptation, and insertion of both leaflets by observation of 1. Leaflet immobilization, 2. Single or multiple valve orifice (s), 3. Limited leaflet mobility relative to the tips of both clip arms and 4. Adequate mr reduction¿. It should also be noted that per the IFU ¿the mitraclip¿ g4 system is intended for reconstruction of the insufficient mitral valve through tissue approximation¿. Based on this information, the reported off-label use was due to use of mitraclip for treating the tricuspid valve. The off-label use and improper or incorrect procedure or method did not contribute to the single leaflet device attachment (slda). All available information was investigated and the reported slda was due to challenging patient anatomical condition/operational context. The recurrent tricuspid regurgitation (tr) was due to slda. The off-label use and improper or incorrect procedure or method was due to use error as mitraclip was used to treat tricuspid regurgitation and imaging was not properly verified/operational context. Poor image resolution was due to procedural circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Study patient: (B)(6). This is filed for single leaflet device attachment (slda) and recurrent tricuspid regurgitation, requiring additional intervention. It was reported that this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. Patient anatomy included thin and tethered leaflets. Some visualization issues were noted, related to shadowing of the septal leaflet. Two triclips and one mitraclip were implanted. The tr was reduced to grade 2. One day post triclip procedure, on (B)(6) 2021, the mitraclip detached from the septal leaflet (single leaflet device attachment [slda]) and the tr increased to grade 4-5. No intervention has been provided and the patient was discharged to home in stable condition. No additional information was provided.